Event description:
Pulmonetic systems, inc. Received the following report from a rep of hosp: originally reported as - unit was on pt in hosp when a high pressure event occurred. Audible/visual alarms were present. Pt died while on vent. Add'l info received - pt was found expired at approximately 2:45am with device alarming high pressure. The device did alarm high pressure appropriately. Initial eval performed by staff found the pip was going to 100, the high pressure alarm was sounding, and then the turbine stopped. The circuit was changed but the condition remained.